Manufacturer narrative:
It was reported to abbott imaging confirmed a patient had a fractured lead. Surgery took place where the fractured lead was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000081296.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging reveled one lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein one lead was explanted and replaced to address the issue. It is unknown which lead caused ineffective therapy.